Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic for a routine follow up. Upon interrogation, it was noted the patient's pacemaker was sensing noise and oversensing myopotentials. The patient's device was reprogrammed. The clinic elected to continue to monitor the device. The patient was in stable condition.